Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's doctor reported via phone call, the insulin pump had alarmed. The customer was initially able to clear the alarm but since then it has reoccurred and now the buttons on the device are not responding. The customer's blood glucose was unknown. The customer's doctor was advised to have the customer discontinue use of the device; revert to backup plan and the device needed to be replaced. The device is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased escape button dome switch. No unlocked lcd keypad connector noted. All the operating currents are within specifications and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored 24 hours no a39 alarm during testing noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.